Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found the pressure sensor acrylic has stress fractures due to age causing issues with the sample and reagent pipetting accuracy. He replaced the pressure sensor and inspected all of the acrylic pieces on system and no cracks on the joint block or branching block were observed. He inspected the tubing to verify there were no kinks. He replaced the bent sipper probe, replaced a worn probe, and replaced the aged pinch valves. He performed primes, tests, calibration, and qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys pth stat immunoassay results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 10 pg/ml. The result did not fit the clinical picture of the patient so the sample was repeated. The sample was repeated on a different e411 module and the result was 45 pg/ml. The sample was repeated on the same analyzer as the initial result and the result was 40 pg/ml. The questionable result was not reported outside of the laboratory. The repeated results were believed to be correct.